Event description:
It was reported that during an implant procedure, the lead that was first implanted had no response. The lead was then replaced. There were no reported patient injuries. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model unknown serial# unknown implanted: unk explanted: (B)(6) 2012; lead model 3888-33 lot# 0205535494 implanted: (B)(6) 2012 explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Screening cable model 3550-03, lot #unknown. Analysis of lead model 3888-83, lot #unknown showed no significant anomalies. The distal end of the lead was stretched but the continuity was acceptable with no short circuits seen. Analysis of the screening cable model 3550-03 lot #unknown showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.